Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. Patient reported their weight at the time of event was (B)(6)lbs and indicated they had a bad connector which was the cause of the device turning off itself. Patient reported they received a new controller and issues were resolved. *omitted information included in related (B)(4) controller frozen screen, rm04 message*

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative about an implantable neurostimulator (ins) implanted for failed back surgery syndrome and spinal pain. It was reported that starting less than two months ago, their therapy was turning off by itself. The patient had back pain and when she checked the stimulator with the patient controller, it was off. The patient claimed that the stimulator was not depleting but this did happen when the battery would get lower. They noted this was sudden. The caller reviewed the stimulation usage information which showed 96% usage and no events when stimulation was turning off. The caller was not interested in doing much troubleshooting on this issue. The main reason for the call was to ask about a new patient controller. Technical services reviewed that there wasn't much else to review on the tablet for the ins turning off.